Manufacturer narrative:
The investigation has just started; reports will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was reportedly completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The dispatched dräger service engineer could confirm the ventilator motor failure when testing the device. The motor assembly had been replaced. The consecutive testing confirmed that the anesthesia workstation was fully functional after the repair. The suspected ventilator motor was returned to manufacturer and evaluated in a specific test stand. I could be determined that the motor did not start rotation at normal operating voltage due to an internal short circuit. Dräger finally concludes that the workstation reacted as designed upon the malfunction of a wear-and-tear component. Reportedly, the user was alerted to the shutdown of automatic ventilation and could continue the patient support by means of manual ventilation. No patient consequences have occurred. The device is back in operation with no further problems reported since the repair exchange had been done.

Event description:
Please see initial-report. .